Event description:
During the procedure; a small, non-flow limiting thrombus was noted in the distal part of the stent. This was treated with 4mg tissue plasminogen activator. There was no reported clinical consequence to the patient.

Event description:
During the procedure; a small, non-flow limiting thrombus was noted in the distal part of the stent. This was treated with 4mg tissue plasminogen activator. There was no reported clinical consequence to the patient

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.